Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer parent reported via phone text that they were experiencing high blood glucose reading of 565 mg/dl. Customer parent did not perform troubleshooting for the high blood glucose reading. Customer blood glucose reduced to 300 mg/dl after an hour. The incident started at night. Customer was heading to school. Insulin pump will not be returning for analysis.